Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced elevated blood glucose after initiating therapy on a new ilet pump, with no sensor data initially visible until the user synced the ilet app on an android phone, after which remote data showed blood glucose trending down from about 390 mg/dl to about 360 mg/dl as therapy began. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and continuation of therapy with user education. Investigation included remote review of therapy data and guided synchronization of the device with the mobile application. Investigation of this case revealed expected early hyperglycemia at pump start with no evidence of device malfunction, consistent with therapy initiation, and device-to-app synchronization succeeded. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with normal therapy initiation and user education resolved the issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.